Event description:
Additional information has been received stated that the retina of the right eye has been torn and the leaser procedure was done for the same. The patient experienced pain after the procedure the patient now feels insecure about working and driving. No further information available. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter was the patient. Information was provided that at the follow-up a retinal detachment was found and treatment was conducted that day. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after implantation of intraocular lens (iol), she sees rays of light in both eyes. The doctor had informed that she would improve in around 15 to 20 days, but she informed that the rays remain, mainly at night, making it difficult to see when driving. She also reported that, she saw a line similar to "an eyelash or hair", interfering with her vision. She also informed about her eyes feel very dry, difficulty seeing far and near, difficulty looking in the mirror and that for reading she needed to use her old glasses to focus on the letters. There are two medical device reports associated with this patient. This report is associated with the right eye.